Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, the patient reported that they would never program their device so that the stimulation was in their back and not in their legs. They noted that they saw a manufacturing representative twice, but the issue was not resolved. The patient mentioned they had another operation, and was no longer in pain, so they did not need the implantable neurostimulator (ins) anymore. They noted that recently they were in the ER because of their sciatica and wanted to meet with a rep to see if they can use the device again. The patient was redirected to their healthcare provider. On 2020-08-12, additional information was received from the patient reporting that they were wanting to get in touch with someone to help them with their ins as they could not get a hold of anybody and their healthcare provider (hcp) office wouldn¿t call them back. The patient stated that their ins was put in in 2016, but it didn¿t help a lot when they first got it. They stated that the first rep they worked with was good, but then the next rep made the programming worse every time they met with them so they finally gave up on the ins after that. The patient also mentioned that they had another operation (unrelated) so they no longer needed the ins. After 6 months of having the ins and it not helping them a lot even after meeting with reps, they gave up on using the ins because they didn¿t really need it as they weren¿t hurting as bad. However, now they indicated that they needed for sciatica. They stated that during the winter of 2017 they went down to florida and they tried to keep charging the ins, but it wouldn¿t charge up. They stated that they had been trying to work with someone at the healthcare provider (hcp) office and just in august or september they met with a rep down at their healthcare provider (hcp)¿s office and they worked with the ins for 2 hours and reported that it was ¿sorta working¿ but after two hours the battery ¿wouldn¿t take it but the unit was all right¿ and they stated that they told them the battery was dead. The patient then stated that they told them that the battery was bad and that they had to replace the battery. They went for a pre-op appointment at centennial hospital, but the lady who did the pre-op said the patient¿s heart had a problem and sent them to a heart doc in nashville. They stated that the heart doc said their heart was all right. They then said they hadn¿t heard from the healthcare provider (hcp)/manufacturer representative (rep) since then and they were wanting to meet with someone to figure out something with their ins. Patient services asked the patient if they were wanting to get in touch with a rep and they offered to send a message to the field team as they were having trouble contacting the healthcare provider (hcp) office. The patient agreed, but also said they were going to go out of town for the winter months. A message was sent to the field in the patient¿s area. Additional information was received from the manufacturer representative (rep) reporting that the rep had attempted to jumpstart the patient¿s device at the office on (B)(6) 2020 for 2.5 hours, but it was unsuccessful. It was indicated that no further attempts would be made to resolve the patient¿s over-discharge. It was reported that surgical intervention was planned, but the patient had to go through cardiac clearance first. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated.